Event description:
The company was informed that the patient experienced redness and pain at the implant site. On (B)(6) 2013, the patient was prescribed terracortril ointment twice a day for 7 days.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient's redness and pain have resolved. The patient's device remains implanted. This is the final report.